Event description:
A rep called in and reported a physician performed a cardioversion on a patient with a 977006. Following this, an "emergency reset" was tried. Rep reports the patient will need to have their battery replaced. Rep did not have any additional information related to the case as it was not their patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of implantable neurostimulator ins, serial number (B)(6) found code c300 stim ins hybrid integrated circuit anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller reports that pt is showing error 323 after having MRI yesterday. Caller then conferenced on pt's wife to the call (pt at home). When they try to connect with handset, it says communication in progress and then shows error 323. After selecting ok, then handset showing home therapy screen with program at 4.4ma. When they try to decrease stim using down arrow or turn stim on, nothing occurs. Patient rep then mentioned that pt had a cardioversion procedure yesterday (not an MRI). Stim was turned off for cardioversion and the hcp said they would use the lowest output possible and keep paddles away from scs system. Hcp said they were familiar with doing these in pts having stimulation systems so hcp did not call into mdt for guidance. Per hcp, pt was "converted" on 1st at tempt. Pt's ins is in right iliac crest area and lead tips are mid t7. Pt also has biotronic pacemaker in left chest. Pt and wife were planning on leaving today for road trip. Tss if going to consult with engring further about this case. Tss called mdt rep ryan separately after this to review issue with vanta's needing specific programming for cardioversion procedures. Ryan did not remember this training or that this needed to occur. Tss sent ryan the latest ifp that showed programming requirements. Attempted three resets of ins using cp app. Each attempt ended with "device not responding" and to reposition and try again. Rep connected to ins using pt's handset but error 323 was still occurring. Rep then tried connecting with cp app. Initially, he was por message with code 0x81080000000 and then rep was able to get to therapy screen. Therapy was off and when rep tried to make any changes to settings or turn therapy on, he rec'd a message about "unable to provide therapy settings. Programs will be set to 0, choose lower settings". Rep tried to lower intensity setting but then got stuck on a "communication in progress" screen and couldn't get past 75 (of 100) and then it would show "no device found". Tss reviewed that the ins error was not resolving and they would have to replace the ins to get therapy back. Pt's wife commented that she had looked cardioversion up in her patient therapy guide and hadn't seen any specific recommendations mentioning the need to change programming prior to a cardioversion.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting the 323 error was caused by the cardioversion. The manufacturer representative (rep) attempted a device reset but that did not resolve the issue. Patient is scheduled for device replacement (B)(6) 2023. Patient weight was not disclosed. Device remains implanted in the patient. Device will be returned post explant.

Event description:
The rep reported the patient is scheduled for ins battery replacement today, and rep will be sending back the old vanta ins back for analysis. Email caller with the case number. Reviewed how to re-pair the old handset/communicator to the new vantains.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.